Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a vascular embolization procedure accessed through the leg, the physician was unable to pass the amplatzer plug through the tuohy. Unscrewed the tuohy from back end of sheath and input the plug with no valve. The procedure was completed successfully with no further complications.